Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube and poor separator movement. The following information was provided by the initial reporter: "during the sampling, one of the employees noticed the presence of a stuck hair when turning his tube over. We also noticed on the same batch that the fixing gel did not hold, it was detached.¿

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm (hair) inside the tube with the incident lot was observed. The coring issue was not observed a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube and poor separator movement. The following information was provided by the initial reporter: "during the sampling, one of the employees noticed the presence of a stuck hair when turning his tube over. We also noticed on the same batch that the fixing gel did not hold, it was detached.¿